Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No battery icon anomalies noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery now alarms due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked retainer and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got replace battery now alarm during midnight. Customer¿s blood glucose level was 112 mg/dl at the time of the incident. Troubleshooting was assisted for replace battery now alarm and customer stated that he did not get a low battery alert prior to the replace battery now alarm in alarm history. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer advised that unattended alarms will drain the battery. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer has a battery tester and it shows the batteries are good. Customer advised to replace the pump.